Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04115 and 0001825034-2018-04116. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during stock investigation the sterile packaging was found to be cracked and deformed. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual inspection of the box confirms there is a crack on one corner of the cavity. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause for the blister deformations is due to the variable thickness and no head-space in a shelf carton. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.